Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported aurum lab ordered milled custom titanium abutment from zimvie and fabricated screw retained crown. Torqued to 35 ncm. Screw got loose. Torqued second time. Screw got loose. Ordered 2 new final screws. Torqued with second new screw for third time. Screw got loose. Torqued with third new screw for fourth time. Screw got loose. Via process of elimination, it was suspected that there is a problem with abutment internal aspect. So ordered a new milled custom abutment from zimvie. 3rd loosening (B)(4)

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) mhlas, (scr replace friction-fit gold & ti abut int hex) for evaluation. Visual evaluation was performed. Returned screw shows some signs of wear/use. Tested with in-house implant and it works as intended. Loosening events are non-verifiable. DHR review was completed for the subject lot number 2120022426. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120022426 for similar events and three other complaints were identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00556-haz rev. 6, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, a device malfunction could not be verified. Screw loosenings are non-verifiable events. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.